Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No code available for device rv coil port issue.

Event description:
It was reported that the patient presented for lead replacement procedure. New right ventricular lead was connected to the old device. The procedure was completed. The high voltage impedance was tested again. The impedance was noted to be high. Device rv coil port issue was suspected. The pocket was reopened. The device was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The event date mentioned in the previous report was incorrect. The correct event date is (B)(6) 2018.

Event description:
The device was explanted and replaced on (B)(6) 2018.